Manufacturer narrative:
H3: 81 evaluation is in progress but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed both the front cover and stepper motor to be bent and pressed in blocking the knob from being able to freely turn causing the reported error message and failure of calibration. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per manufacturer's subsidiary, the calibration could not be performed. Even when the flow rate was set to 0 liters per minute (l/min), the ccm displayed a flow rate of 0.26 l/min.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, a 'gas blender: knob adjust only' message was displayed on the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.